Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels. However, the exact values were not provided. Reportedly, the customer had tried overriding boluses based on what was used while on manual injections. The customer contacted the clinical diabetes specialist who recommended the customer speak with the health care provider about possibly adjusting pump settings. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.